Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and was able to confirm the reported issue. The stm removed and replaced the power management board due to unit not charging batteries. The unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging prior to use on a patient. There was no patient involvement, and there was no adverse event reported.